Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant, due to high out of range pacing impedance of 3,000 ohms, and a lead conductor fracture, that occurred during implant. A different lead was implanted successfully. No adverse patient effects were reported. The lv lead is expected to be returned for analysis.